Event description:
The customer observed falsely elevated architect ca 19-9 results for one patient. Sid (B)(6) initial result was 60.16 u/ml, repeated 27.05 u/ml. No impact to patient management was reported.

Manufacturer narrative:
Complete information from patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search for lot 30276fp00 did not identify an increase in complaint activity related to the issue under review. Return testing was not performed as returns were not available. Trending review did not identify any trends for the complaint issue. Device history record review was performed on lot number 30276fp00, which did not show any potential non-conformances, deviations, or non-conformances. Historical performance of reagent lot 30276fp00 was evaluated using worldwide field data for the architect ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 30276fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 30276fp00. Labeling was reviewed and found to adequately address the issue under review. Based on all reviewed data, we conclude that there is no general issue with the architect ca 19-9xr reagent lot 30276fp00 identified in this complaint.